Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call that the customer insulin pump alarmed motor error and a motor position encoder error. Customer¿s blood glucose was 11.3 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm or motor position encoder error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.